Manufacturer narrative:
A follow-up report will be submitted once he investigation is completed.

Event description:
The customer called into philips reporting that the device fell and the paddles broke. There was no patient or user involvement.